Event description:
Customer called to report a pink-brown liquid leak of approximately 10 milliliters underneath the coulter lh750 hematology analyzer. Customer could not locate the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that pinch valve vl 9b was broken at the connector and that the backpressure during aspiration caused the leak. The fse replaced the connector to resolve the leak. Therefore, the cause of the event is attributed to the broken connector at vl 9b. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).